Event description:
The patient received two leads with the same lot number. It was reported the patient ((B)(6)) experienced ineffective low back stimulation and as a result, the patient was not receiving effective pain relief. Subsequently, the physician explanted the patient's ipg and implanted a competitor's system. At this time, it is unknown if the leads remain implanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.